Manufacturer narrative:
(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient was revised to address hip pain in her right hip, which she had replaced some time ago. X-rays indicated that she had a srom stem with a pinnacle cup; appeared to be a hard bearing. Surgeon decided to revise her hip because of the cup position and symptoms the patient was experiencing. During the revision procedure, the surgeon explanted a 36mm + 3 srom ceramic hip ball, and what he guessed to be a 50mm 300 cup with an ultamet metal liner. The surgeon stated that the abductors were severely damaged and for the most part gone, most likely as the result of the debris and wear generated by the ceramic and metal articulation. The srom stem and sleeve were left in, and a competitor cup with a constrained liner with a srom 28mm + 3 ceramic hip ball was implanted to stabilize the hip joint. The ceramic femoral head that was explanted was scratched and damaged which made retrieving the cat # and lot number too difficult. The 300 pinnacle cup and metal liner were fused together and covered with bone ingrowth which made retrieving the cat# and lot # information too difficult. Surgeon did not know who the surgeon was who did the original surgery and did not know how long ago the patient had her hip replaced. Doi: unknown; dor: (B)(6) 2018; right hip.